Manufacturer narrative:
The device was received for evaluation. During evaluation, the device experienced a close door alarm when turning the device off . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the link was not fully moving back due to the hooks not engaging the latch pins fully, causing the link switches to think that the door was not closed. Evaluation observed while performing a visual inspection that the door hooks and latch pins are worn out which require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a close door alarm when turning the device off . No additional information is available.